Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that two furosemide infusions were programmed on two modules. The first infusion was programmed correctly to infuse a bolus dose furosemide (120mg/50ml) at a rate of 124ml/hr. It was noted however the "pump malfunctioned" multiple times about twenty seconds into the infusion and only infused 0.4ml of the medication. A second infusion of furosemide was (2 mg/ml in 100 ml) was started at 100 ml/hr with manual programming using guardrails however the intended rate was ordered at 5ml/hr, a volume to be infused of 50ml. The customer reports that prior to this there were "malfunction captured in the log around this time". The customer is requesting a log review of the programming of each module and malfunctions listed in the logs at the time of the event. There was patient involvement and no harm.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of issue of malfunction captured in the log could be confirmed from the returned logs only. Inspection and laboratory testing could not be performed because the device was not returned for investigation. On (B)(6) 2025, at 10:49 pm, the first infusion reported the day of the reported day was programmed with the suspect device s/n (B)(6) with a rate of 124ml/h and vtbi (volume to be infused) of 62ml. At 10:51 pm a channel malfunction was recorded on the suspect device s/n (B)(6) with a pvi of 0.4ml, then, an infusion was programmed with the suspect device s/n (B)(6) with a rate of 100ml/h and a vtbi of 50ml. At 11:21 the infusion of the suspect device s/n (B)(6) was completed, then, the suspect device s/n (B)(6) was removed from the system with a total volume infused of 0.4ml. From 11:24 pm to 11:26 pm, the pump alarmed by door opened alarm, and a new infusion was programmed with a rate of 10ml/h and a vtbi of 98ml. On (B)(6) 2025, at 12:25 am the infusion was completed with a pvi of 148.803ml, then, the pcu was powered off. No further infusions on the suspect devices were performed the day of the reported event. Per the bd alaris¿ system with guardrails user manual (v12.3.2) states: the alaris system with guardrails suite mx is intended to provide trained healthcare caregivers a way to automate the programming of infusion parameters, thereby decreasing the amount of manual steps necessary to enter infusion data. The system is not intended to replace supervision by medical personnel. The user must become thoroughly familiar with the system features, operation and accessories prior to use. Root cause: the root cause of the reported programming error is being attributed to the programming of an infusion at a rate of 100ml/h with a vtbi of 50 ml instead of the intended rate 5 ml/h with a vtbi of 50 ml recorded on the logs. The root cause of the reported channel malfunction could not be determined due to limited information available from the logs provided. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that two furosemide infusions were programmed on two modules. The first infusion was programmed correctly to infuse a bolus dose furosemide (120mg/50ml) at a rate of 124ml/hr. It was noted however the "pump malfunctioned" multiple times about twenty seconds into the infusion and only infused 0.4ml of the medication. A second infusion of furosemide was (2 mg/ml in 100 ml) was started at 100 ml/hr with manual programming using guardrails however the intended rate was ordered at 5ml/hr, a volume to be infused of 50ml. The customer reports that prior to this there were "malfunction captured in the log around this time" the customer is requesting a log review of the programming of each module and malfunctions listed in the logs at the time of the event. There was patient involvement and no harm.